Event description:
The product was returned to animas and it was discovered while investigating the product: one event of loss of prime with a low non-zero force was observed with consistent low force prior to this event. Pump was exercised for 24 hours with a 1 unit per hour basel rate with no loss of prime duplicated. Force sensor was measured and found to be under spec. Force sensor was removed, tested and the resistance was found to be out of spec visible evidence of green contamination was found around the shim. Battery compartment has small crack by pump seal.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The pump was returned and tested on (B)(6) 2011 and it was noted that there was loss of prime. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).